Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea. The patient had administered corrections of insulin but their blood glucose level had not come down. The patient removed the pod form the infusion sire prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as manual injections of insulin. The patient was at the hospital for 2 hours.